Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported depth gauge 4.5/6.5, when taking the measurement it does not coincide with the length of the required screw (the screws are short). This report is for one (1) depth gauge f/scr ø4.5-6.5 meas-range up. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary depth gauge 4.5/6.5, when taking the measurement it does not coincide with the length of the required screw (the screws are short). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sa mple revealed that the depth gauge f/scr ø4.5-6.5 meas-range up was found the tip of the device bent. This issue can be related to the complaint issue. A dimensional inspection for the depth gauge f/scr ø4.5-6.5 meas was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø4.5-6.5 meas would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: se_257152 rev. D / rev. C. Dimensional inspection: n/a, device history lot as per the lot master, part# 319.100, lot# 2l99781, manufacturing date: 1/17/2019, a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.